Manufacturer narrative:
(B)(4). Physio-control provided the customer with technical assistance. Physio provided the customer with the part number and pricing for a replacement hard-paddles assembly. Neither the device nor the hard paddles assembly have been returned to physio-control for evaluation.

Event description:
The customer reported that during a daily device test, their device was no longer recognizing the connection of their defibrillation hard paddles assembly. There was no report of any patient use associated with the reported issue.